Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign remained in the device because reprocessing could not be conducted properly due to the leak from the auxiliary water channel. It was further noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device testing, the reported scope communication error (error b30) was not confirmed. During device examination, the following issues were identified: the hand grip was scratched; the air/water cylinder was missing its color indicator; the scope cylinder was missing its color indicator; the switch box was scratched; the up/down knob was scratched; the auxiliary tube was damaged and no longer water-tight; the objective lens was scratched; the light guide lens was cracked; and the connecting tube had coating peeling. Internal examination showed the following components had corrosion due to water leakage: software flexible circuit board; plug unit; circuit board unit in the scope connector; scope connector case unit; cable unit; and outside shield unit. Functional testing showed the bending angle in the up direction did not meet with specifications due to a worn angle wire. In addition, the device did not meet with insulation resistance specifications due to a chipped connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope gave a communications error (error b30). The device was returned to olympus for evaluation. During device evaluation, white foreign material was found at the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.